Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. Despite the malfunction, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer planned to change supplies and resume insulin following the call, and acknowledged the guidance provided by technical support, while declining follow-up assistance and opting to call back if further help was needed.